Event description:
Reportedly, the procedure was to treat the 90% heavily calcified long lesion at #1 - #3 of rca, subject guidewire was advanced to the distal section of the vessel. Unk microcatheter and dilatation catheters were advanced over the guidewire to cross the lesion, but unsuccessful. When the subject guidewire was removed out from the vessel, distal end of guidewire broken off. Retrieval by two additional guidewires was attempted, and the part of the broken fragment that was elongated out from the vessel could be taken out but the fragment in the lesion could not be removed out and left remained in the anatomy at the physicians discretion. Pt was discharge 3 days later.

Manufacturer narrative:
Single reporter exemption #(B)(4). Broken proximal section of the guidewire and distal fragment were returned. Distal fragment was tangled around the additionally used two guidewires. Investigation revealed that the core wire was broken at 60mm, coil wire was broken after being elongated at 110 mm from tip end respectively, sem observation suggested the breakage of core wire due to bending force that was repeatedly given to the core wire. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained info and outcomes of product investigation, it is inferred that repeated attempt to advance the catheters over the guidewire whose distal end was passed through the calcified lesion contributed to the repeated bending force to the guidewire, so that the core wire of the guidewire broke due to the accumulated force that exceeded the product design limit. Along with further manipulation to the guidewire, coil was pulled and broken apart. Warning section of the IFU describes; if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guidewire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged,which may result in fragments being left in side the vessel.